Event description:
Unit had evidence of saline/blood intrusion behind control panel, this defeated the safety and thermostat control, causing the unit to melt down. Detected by workers in the area that tracked down burning smell. There is evidence that fluid reached the control and display circuit board. The evidence of fluid is described as staining and corrosion on connecting wiring on the circuit board, and there are areas in which the smoke damage varies. There is kind of a shadow of a puddle of fluid, implying that this fluid must have provided some unintended conductive paths resulting in the following: there is evidence that the heating plates reached temperatures high enough to soften and in some areas melt the plastic outer shell of the instrument. The evidence is the almost complete sagging and stretching/separation of lower half of the unit from the upper section containing the control and display circuitry. There is evidence of flame damage to the power section of the control board. The evidence is the severe charring of the circuit board and melt/burn hole in the plastic structures closest to this area. There is residual smoke residue on all parts in this compartment of the device which was not directly burned. Gaymar engineers and quality assurance representative, to reviewed, dissected, and evaluated the unit, with our engineering group present, to determine cause. At this time gaymar is asking us to send the unit to them for further evaluation. I feel we have seen enough of the damaged unit to conclude cause. We have let the manufacturer see the unit, but we want to make sure all our bases are covered before we release it.